Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that pt sustained a hand injury that involved a long finger amputation on (B)(6) 2008. The pt developed a post operative pseudomonas infection and was treated with antibiotics. The pt then developed neuromas that were surgically excised on (B)(6) 2009. Neurawrap was used on two nerves during the (B)(6) 2009, surgical procedure. One week post operatively, the pt's incision was red, painful and inflamed. Infection was observed at the proximal end of the incision; away from the site of the implantation of the neurawrap, which is at the distal end of the 14cm incision. The surgeon prescribed oral clindamycin. Two weeks post operatively, the pt complained of increased hand pain. A wound culture was taken at that time that was positive for (B)(6). The antibiotic was then changed to bactrim. Surgery for removal of the neurawrap is scheduled for (B)(6) 2009. Integra has requested additional clinical info.